Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was sticky. The customer¿s blood glucose was unknown. Customer also stated that the plastic was missing near reservoir compartment also back light was dim. The device will be returned for analysis.